Event description:
A customer reported that the tube at vl12a no (normally open valves) was leaking on coulter lh780 hematology analyzer. The customer was wearing personal protective equipment consisting of gloves, lab coats and goggles. There was no exposure to mucous membranes or open wounds, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place at the facility. There was no death or injury, and no patient result or treatment was affected.

Manufacturer narrative:
Field service engineer replaced leaking tubing at pinch valve vl12a and verified repair per established procedures. The root cause for the leak was attributed to the tubing through vl12. (B)(4).